Event description:
Report status: serious injury- medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: none. It was reported that a rx vision stent and two rx pixel stents were implanted in 2006. The patient returned to the hospital with chest pain. Coronary angiography was performed and in-stent restenosis was found. Two stents were implanted and a high pressure balloon inflation was performed to treat the in-stent restenosis. No additional event or patient information is available.